Event description:
The lay user/patient contacted lifescan alleging the battery contact in the meter has corrosion. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that the customer removed the endoplege catheter and the introducer sheath was leaking at the hub and it continued to leak with slick in. The patient lost approx 20cc of blood. The customer had to put a cap on it to stop it from leaking. Anesthesiologist was dr (B)(6). The surgeon was dr (B)(6).